Manufacturer narrative:
Findings: unit received with blank display due to shorted lcd driver board. No burned component noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new battery and the display did not return. Customer was advised remove battery for 10 minutes and cleaned the battery cap contract with a cotton swab. Customer was advised to insert a new aaa alkaline battery. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.